Event description:
It was reported that the nurse noticed a leak from the filter of the tubing when assessing the line prior to initiating the chemotherapeutic medication. Normal saline was infusing at the time at tko while awaiting the chemo. There was no harm.

Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. Visual inspection of the set noted clear liquid inside the sets tubing and filter. No anomalies or evidence of damage were observed. Closer inspection of the filter air vent under magnification observed no damages or anomalies. Functional testing confirmed a small droplet leaked from the proximal of the 0.2 micron filter air vent (termed ¿weeping out¿). The root cause of the leak was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse noticed a leak in the tubing when assessing the line prior to initiating the chemotherapeutic medication. Normal saline was infusing at the time at tko while awaiting the chemo. There was no harm.